Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had a pinhole near the end which caused leakage of bladder chemotherapy (lot#nggs0456, lot#nggr2390). Customer also stated that they administer hazardous drugs via this catheter and this was a huge safety issue (lot#nggs0456, lot#nggr2390). It was also reported that there was a brown spot right where the catheter widens to the flange on the end(lot#nggs0456, lot#nggr2390).

Event description:
It was reported that the catheter had a pinhole near the end which caused leakage of bladder chemotherapy (lot#nggs0456, lot#nggr2390). On 13sep2022, customer also stated that they administer hazardous drugs via this catheter and this was a huge safety issue. Per information received on 14sep2022, the customer sent photo of the hole and the hole was the brown spot right where the catheter widen to the flange on the end. Per additional information received via email on 13oct2022, customer stated that three patients needed to be catharized a second time with a non-defective catheter in order to administer their chemotherapy. There were spill procedures implemented afterwards to clean the patient room due to the leaked chemotherapy.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this event based on the risk management file could be, operator or machine error", however, there was not enough information in the event or evaluation to confirm this cause. Evaluation of the photo noted what appeared to be a pinhole on the shaft of the all purpose catheter just beneath the funnel. Unable to determine if a pinhole was also present on the packaging. The physical sample was received. The sample was returned in the original unopened packaging. The holes were noted in the packaging, however, a dark spot, possibly a pinhole, was present on the catheter shaft just beneath the funnel, it was smooth to the touch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The actual/suspected device was inspected.